Manufacturer narrative:
Clarification to b3 date of event: partial date of 2024 - date of symptom onset was reported as "around 1.5 years ago" relative to august 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported no complaint against the right side device. Healthcare professional later reported right side capsular contracture baker grade iii. The device was explanted.